Event description:
The manufacturer received information alleging a ventilator was not delivering air flow. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator was not delivering air flow. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Engineering was able to confirm a failure of the evo device. Root cause was identified as software issue. Investigation determined that a software issue and the issue was addressed and corrected.